Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument did not grip the tissue with strength and appeared to have lost the ability to close and open with strength. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was a delay of less than 15 minutes.